Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced very high blood glucose after the ilet, paired with a dexcom g7 continuous glucose monitor (cgm), displayed low for about an hour; the patient ingested approximately eight glucose tablets and substantial bread with jelly before a fingerstick confirmed a blood glucose of 379 mg/dl, and customer care determined the cgm reading was inaccurate, while the infusion set was a contact detach on the abdomen and the device itself showed no malfunction. Symptoms included hyperglycemia and confusion/disorientation. Outcomes included no health consequences or lasting impact. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect treatment for a perceived hypoglycemia due to inaccurate cgm data; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.